Event description:
Rupture of permacol hernia mesh used to repair abdominal incisional hernia associated with possible incarceration. Emergent surgery required removal of mesh. Event occurred 2 weeks after repair. Diagnosis or reason for use: incisional hernia.